Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01025. Results: there was no physical damage observed on the unit. Conclusions: evaluation of the returned lightning revealed an intermittent system error. Some of the system errors were different but all involved the p1 sensor. When not presenting a system error, the device functioned as intended. The system errors were likely due to a loose connection at the p1 sensor. This is further supported by the intermittent nature of these system errors. If the connection remained intact, the unit would function as intended. Penumbra lightning are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using lightning aspiration tubing (tubing). During the procedure, the red light indicator came on when the tubing was plugged in. When the tubing was unplugged and plugged back in again, a green light appeared. The same tubing was used to complete the procedure. There was no report of an adverse effect to the patient.